Event description:
It was reported that prior to a procedure, the device was removed from the package and the jaws would not open. They pulled another device to continue the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.